Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in a long-term care facility. The patient's family indicated that the patient's device had been turned off. During follow-up the device was turned on and testing was performed it was noted that r-waves were not sensed with maximum sensitivity settings. The right ventricular lead also exhibited no capture. The patient did not have any related symptoms. The device was then turned off and would be further discussed with the physician. The patient would continue to be monitored. No further information could be obtained.